Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4: based on the 3 digit lot number provided, the manufacturing date of the device was in the month of september 2022 but a specific date could not be identified. The device history record was unable to be reviewed for this device since this device contains a 3-digit lot number and the full manufacturer date was not identified. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely external stress was applied to lock lever of connecting tube, which broke the lever and the tube was unable to be connected. Additionally, it's probable the external stress was due to a force that was applied in incorrect direction. The final root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿9 preparation and inspection 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the connecting tube had cracked and broken parts. Upon inspection of the customer¿s returned device it was observed, the connecting tube; both sides of the grey lock levers and metal clips were detached and missing from the reprocessor (green) plastic connector side. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition, to the reportable malfunction mentioned in b5, scratches and black spots/stains were noted with the tube outside, scratches on the (green) plastic connector, and scratches and dents on the metal connector were noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.